Event description:
A customer reported a cartridge alarm indicating an issue with their pump. The customer's blood glucose level was reported as "high," although the specific value was unknown. To address the high blood glucose, the customer administered a correction injection via multiple daily injections. Technical support decided to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump, as their current pump was no longer covered under the warranty.